Event description:
The device was returned to the manufacturer after being explanted due to eri (elective replacement indicator). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Patient's outcome was noted as 'good'.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the device revealed anomalous battery voltage measurements caused by a lock up and resulting in an unclearable eri (elective replacement indicator) condition. The condition was caused by a timing anomaly internal to the pacing/sensing integrated circuit.